Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and low reservoir alarm from the insulin pump. The customer's blood glucose reading was 443 mg/dl. The customer treated with 8 units of pen. The customer also had high readings of 542 mg/dl at 9:32pm. The customer treated with bolus wizard. The customer also received a max bolus alert and assisted with increasing max bolus. The customer received a low reservoir alarm and filled the reservoir with 100 units after priming to 1.7. The customer was assisted to reach out to trainer for further assistance.